Event description:
Procedure type: lap chole. According to the reporter: during procedure, the surgeon removed the clip which was fired properly on the cystic artery and attempted to take it out through the 12 mm port, but the clip was missing. The surgeon searched the clip with a camera, but could not find. The port was removed from the cavity, but the clip was not found anywhere in the cavity, in the port and around the surgical site. X-ray was taken after the surgery, but the removed clip was not detected. There was no bleeding reported in excess of 500cc. No tissue damage. No unanticipated tissue loss. Pt is under observation. The case was not extended by more than 30 minutes.

Manufacturer narrative:
(B)(4).